Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined. The account submitted log files for review. Analysis of the submitted log file revealed a transient power elevation up to 6.5 watts was recorded on (B)(6) 2020. Pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Besides this event, the pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 17dec2019. The heartmate ii lvas IFU is currently available. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient increased the patient's pump power to 10,000 revolutions per minute (rpm) but the patient's left ventricle was not decompressed well. There were no particular abnormal lab results. The patient had no severe heart failure symptoms. The account wished to know whether this could be due to cable damage or other reasons. A review of the log file noted flows well above the normal parameters. Technical support noted that this may be a sign of build up on the pump rotor. The pump powers and flows have increased while the average pulsatility index (pi) readings have decreased. The cause of the elevated flows was not identified. The account was still troubleshooting. The elevated flows did not resolve. The device operated as expected. The patient had mild edema on the leg but no severe heart failure symptoms. The patient was receiving the standard of care.